Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of cardiac perforation appears to be related to patient morphology/pathology due to the restricted posterior leaflet and long anterior leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced in describe event or problem and concomitant medical products is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report a rupture of the septum. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip (71108u274) was deployed medially in the a2/p2 segment. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was stated that the slda was most likely due to the posterior mitral leaflet (pml) being folded in the clip and working its way out of the clip post-deployment. It was also stated that the pml was sometimes not visible in its entirety. There was no damage to the chordae or leaflet observed. A second clip (71004u156) was placed lateral to the first clip for stabilization; however, after removal of the clip delivery system and steerable guide catheter, the septum was observed to be ruptured. This was left untreated. The patient was stable throughout the procedure and the final mr grade was 1. No additional information was provided. No additional information was provided.